Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products - porous shell, pn: 00620006622, ln: 23902000. Bone screw pn: 00625006530, ln: 60766953. Bone screw pn: 006250030, ln: 60766956. Femoral head pn: 00801804003, ln: 60774059. Standard liner pn: 00630506640, ln: 60611720. Reported event was able to be confirmed via operative notes. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a primary hip arthroplasty the patient experienced a stage-1 proximal femur fracture, which was corrected intraoperatively with cerclage wires. No additional information is available.